Manufacturer narrative:
(B) (4).

Event description:
The patient reported that she received restylane to the chin and marionette lines 3 years ago. One year later (two years ago) she received juvederm (concentration and volume unknown) to the chin, oral commissures and a pitted acne scar to the right cheek. The patient reports 6 small soft raised areas on her cheek. The patient was treated with hyaluronidase one year ago. The patient reports that one of the physician she has seen stated, the areas might be collagen growths or an allergic reaction. The patient has not received any further treatment and does not want her physician contacted. The patient reports that the symptoms have persisted for two years. The patient did not give allergan permission to follow up with the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.